Event description:
Healthcare professional reported left side deflation, capsular contracture, baker grade unknown, and exchange. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side deflation, capsular contracture, baker grade unknown, and exchange. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening device assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.